Event description:
It was discovered while performing in-house testing that the lift mechanism did not operate as intended. A pt was not involved and no injuries have been reported. The concern is the potential for the lift to impact the pt should the mechanism not operate properly.